Event description:
The pump was 'not working very well' and the patient elected to have it removed. At surgery the catheter appeared to be fractured. The patient outcome was reported as 'no injury, recovered without sequela'. The pump was used to deliver dilaudid. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.